Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that total parenteral nutrition (tpn) and lipids were manually programmed to infuse at 83ml/hr and 21ml/hr respectively between 16-18 january 2026. When a night shift staff rechecked, the infusion rates were switched so both infused at an incorrect rate. There was patient involvement but no harm. The customer later added the following information: the lipids were infusing at 21ml/hr with a volume of 250ml, while the tpn was infusing at 83ml/hr with a volume of 2000ml.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number(B)(4) is a concomitant. Please refer to manufacturer report number (B)(4), (B)(4) which captured the correct suspect device per investigation report.

Event description:
It was reported that total parenteral nutrition (tpn) and lipids were manually programmed to infuse at 83ml/hr and 21ml/hr respectively between (B)(6)2026. When a night shift staff rechecked, the infusion rates were switched so both infused at an incorrect rate. There was patient involvement but no harm. The customer later added the following information: the lipids were infusing at 21ml/hr with a volume of 250ml, while the tpn was infusing at 83ml/hr with a volume of 2000ml.